Manufacturer narrative:
The device has been returned to the manufacturer service center and is currently under evaluation.

Event description:
It was reported that an image loss occurred during a case. According to the report, there was no injury or other adverse health consequence to the patient.